Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 489 mg/dl and urinary tract infection. Customer stated that they were unable to bring their blood glucose readings down prior to the hospitalization. Customer stated that they have not been feeling well since the insulin pump and has high blood glucose readings. Customer also had an infection. It was noted that when the customer got home the insulin pump was telling her to check settings and the delivery stopped. The drive support cap was noted to be loose and protruded. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.